Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. Lot number? No further information is available. Procedure name? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the suture detached from the needle immediately during continuous suturing. It was not a control release needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.